Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, the presumed cause for the events could not be specified. It was confirmed that foreign matter was attached to the light guide lens, air/water cylinder, and air/water channel, but the foreign matter could not be identified. It is unclear if reprocessing was completed according to the instructions for use. There was no physical damage to the area where the foreign matter remained. Instructions for use states that detection method in cf-hq1100dl/I operation manual chapter 3 preparation and inspection and preventive measure in cf-hq1100dl/I reprocessing manual chapter 5 reprocessing the endoscope. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the colonovideoscope exhibited foreign material on air water tube, air water cylinder and light guide lens. There were no reports of patient involvement.